Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.¿

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a scaphoid osteosynthesis procedure, while placing the head of the screw with the cannulated screwdriver, the screwdriver tip broke and a fragment remains in the head of the screw which was finally removed. The surgery was successfully completed. Concomitant device(s) reported: unknown screw (part #; unknown, lot #: unknown, qty: 1). This complaint involves 1 device. (B)(4).